Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the handle screw is missing from the pituitary. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior static jaw is bent and broken at the centerline of the pivot pin hole, and the pivot pin is missing and not returned for analysis. The location, direction and amount of force required in order to bend and induce fracture of the jaw, is consistent bend stress overload.